Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient experienced a line blocked alarm for a device's infusion set placed on the outer thigh. The patient changed the device's infusion set at the time of the alarm. The event occurred while in use with patient. The operator of the device was the lay user/patient. There was no patient injury.